Event description:
The nurse lifted the alaris IV infusion device by the handle as it is supposed to be used and as they were lifting it off of the shelf, the handle broke. The pump crashed to the floor, first hitting their knee as they tried to prevent its hitting the floor and by then abrading the skin of hand. Since the introduction of this pump, facility has seen many such handle failures, but this is the first time someone was hurt. Hospital has been working with the company to get a new handle on the pump, but has no clear idea as to when they will have new handle.